Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 8 devices were received. 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: no device problem found, electrical/electronic component problem identified / transducer. 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 6 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 3 devices: scrapped by stryker, 4 devices: serviced and returned to customer, 1 device: serviced and put back into stryker stock, 4 devices: product disposition is not yet determined. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 12 events for the failure: overheating of device. 1 event had insufficient information. 5 events had no health consequences or impact. 2 events had minor injury/illness/impairment. 4 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 11 events for the failure: overheating of device. - 1 event had insufficient information. - 4 events had no health consequences or impact. - 2 events had minor injury/illness/impairment. - 4 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99435. Supplemental rationale: corrected data: b5, h1, h6, h11. 12 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 11 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components): 3 devices: no device problem found, electrical/electronic component problem identified / transducer. 1 device: no findings available / part/component/sub-assembly term not applicable. 7 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 5 devices: scrapped by stryker. 1 device: product not received. 4 devices: serviced and returned to customer. 1 device: serviced and put back into stryker stock.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99435. Supplemental rationale: corrected data: b5, h6, h11. 12 previously reported events were included in this follow-up record. Product return status: 9 devices were received. 1 device was not available for evaluation. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: no device problem found, electrical/electronic component problem identified / transducer. 1 device: no findings available / part/component/sub-assembly term not applicable. 7 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 4 devices: scrapped by stryker. 1 device: product not received. 4 devices: serviced and returned to customer. 1 device: serviced and put back into stryker stock. 2 devices: product disposition is not yet determined.

Event description:
No change.